Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed intermittent capture, high capture thresholds, and r-wave amplitude variation on the right ventricular (rv) lead. On (B)(6) 2022 the physician elected to reposition the rv lead. The patient condition was stable before, during, and afterwards.